Event description:
A pt reported experiencing inaccurate high results with a meter. The pt's blood glucose results were 286mg/dl, 177mg/dl, 210mg/dl. Tests were done within <10 mins with a difference of 29%. Pt did not experience any adverse events. No further info has been reported.